Manufacturer narrative:
A ge oec service representative investigated the issue and this issue is generally related to the display adapter pcb that will restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had image issues. Monitors go blank occasionally.